Manufacturer narrative:
UDI: (B)(4). The hakim valve was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2021-00387. A physician reported poor flow of a hakim valve: the valve was implanted in the patient via ventricular peritoneal shunt in (B)(6) 2021 with an unknown setting. The device was used with 823072 (serial; unk). The patient visited the hospital due to dementia-like symptoms. The physician took an image and it was confirmed that the ventricles were enlarged again. The set pressure was changed and the ventricles did not shrink, therefore, obstruction was suspected and imaging was performed. As a result it seemed to be flowing by it has a poor flow. The patient had revision surgery due to not improving symptoms. The valve was replaced on (B)(6) 2021. No further information was provided by the hospital.

Manufacturer narrative:
The valve was returned for evaluation. Failure analysis - the valve was visually inspected; some needle holes were noted needle chamber. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Event description:
N/a